Event description:
Leak at the y connector level of the edsiii.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
The needless connector was visually inspected a crack in the connector was noted, this is probably due to someone trying to unscrew the needless port. This does not unscrew. Also what looks like stress marks were noted in the plastic connector. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Review of the history device records confirmed that the product code 82-1730 with lot number crbc24 conformed to the specifications when released to stock on the 11th march 2014. The root cause of the problem reported by the customer could be due to trying to unscrew the needless port, as noted in the IFU this port does not unscrew. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.